Event description:
The company was informed that the pt developed an infection at the implant site. The pt was prescribed augmentation and fucidin pomad. Advanced bionics is in the process of gathering more info. Once additional info is received a supplemental report will be submitted.